Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the lead replacement did resolve the issue and the root cause of the problem was unknown. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient¿s lead was replaced due to ¿high impedances.¿ it was noted the patient was alive with ¿no injury/no adve rse event.¿ it was further noted that ¿there were no patient symptoms/injuries related to this event.it was stated the lead would not be returned. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 377760, lot# v017623, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).